Event description:
Terumo received the following information: it was reported that on (B)(6) 2026, at 10:05, the patient underwent coronary angiography, which revealed coronary artery disease involving the left main trunk and two-vessel disease. Percutaneous coronary intervention (pci) of the left coronary artery was required. During the pci procedure, a runthrough ns guidewire was used (positioned from the left main trunk to the distal segment of the first diagonal branch) to assist the intervention. Near the completion of the procedure, when attempting to withdraw the runthrough ns guidewire, resistance was encountered at the left main trunk, and the guidewire could not be removed. Ultimately, the guidewire was successfully retrieved with the assistance of a microcatheter. After removal, it was noted that the distal tip of the runthrough ns guidewire had fractured. No additional measures were taken to retrieve the retained fragment, which remained in the patient's body and caused no further adverse effects. Postoperatively, the patient was observed on the operating table for 15 minutes. The antegrade blood flow in the left anterior descending artery was timi grade 3, arterial blood pressure was stable, and the patient had no chest tightness or chest pain. Antithrombotic therapy was administered after the procedure, along with dynamic monitoring including electrocardiography, cardiac enzymes, and troponin levels. The procedure outcome was not reported.

Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. E2: health care professional: unknown. E3: occupation: unknown. No actual device was returned. Investigation result: history investigation of the product code involved and lot number: no anomaly was found in the results of the history investigation. Cause of occurrence/conclusion: based on the investigation results, no anomaly was found in the history of the involved product code/lot number. However, since the actual device was not returned and the investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behaviour and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.